Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a deformed coupler was noted due to corrosion. In addition, cable cut and headcover dirt were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the hd autoclavable camera head coupler is damaged and fails to return to its original position. During a standard service inspection of the customer returned device, a deformed coupler was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the corroded coupler was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the problem was first identified during routine inspection and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. Olympus will continue to monitor complaints for this device.